Manufacturer narrative:
E1 patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. On 10-sept-2024, it was reported that the patient faced tubing detachment event. The site of insertion was abdomen. The infusion set was in use for 1 day no further information